Manufacturer narrative:
No device was returned as lead remains implanted. The lead was in service for approximately 21 years, 10 months since the event 21 apr 2023. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require oscor products to pass all in-process and qa final inspection before shipping to the customer. Therefore, this complaint is unconfirmed - no problem detected. Infection is listed in the instructions for use (IFU) as an adverse event that may require surgical removal of the lead. The IFU lists general warnings: active-fixation endocardial leads. Passed transvenously. Present the possibility of inadvertently engaging the lead tip with intracardiac structures, such as the tricuspid valve leaflets or chordae tendineae. Lateral lead-tip placement in the atrium or perforation of the ventricular or lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle may also cause diaphragmatic muscle stimulation. Cardiac tamponade has been reported from instances of lead perforation. As with the introduction of any foreign object into the body, various forms of infection can also result from the use of endocardial or epicardial leads. Infection is listed in the instructions for use (IFU) as an adverse event that may require surgical removal of the lead. No corrections will be taken at this time as no allegation was made against the device and lead remains in service.this lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that device protruded of the patient's skin barrier. There was no reported issue with the oscor lead other than it was part of the infection/erosion that the patient experienced. Cause of the erosion is unknown. There were no patient side effects reported. Lead (B)(6) remains implanted. No additional information is available.